Event description:
Removal of endosseous dental implant. According to the clinician the implant was placed in class iii bone in site #3 during a complex procedure. The clinical reports that the site was less than ideal and the implant was removed 4 months post-operatively.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.